Event description:
It was reported that patient had revision of arthroplasty due to pe wear, instability and chronic patella tendon.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Retained at (B)(4).

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: photographs of the explanted insert were provided. Wear of the proximal bearing surface was observed. Damage to distal surface around the locking wire due to explantation was also observed. No further observations could be made from the photos provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. There is no indication that the event was related to device design, materials, or manufacturing. The event was confirmed. The root cause of the reported event could not be determined due to the minimal information received.

Event description:
It was reported that patient had revision of arthroplasty due to pe wear, instability and chronic patella tendon.